Manufacturer narrative:
This investigation is completed. Should additional information become available this investigation will be updated.

Event description:
It was reported that this electrode was part of an explant due to an infection. It was noted that the patient had reported discomfort in the area of the device and had though the device had moved, but when checking the area it was noted that the device was in the correct location, but the area was hot and inflamed. No additional adverse patient effects were reported after the revision and the patient was awaiting a new system.